Manufacturer narrative:
Report rec'd from our affiliate indicated that a pta at right vertebral artery within right femoral approach was performed in 2004. The lesion was concentric and heavily calcified, slightly tortuous with 99% stenosis. During procedure pt was heparinized with 3000 units. The balloon ruptured below rated burst pressure at pre-dilation (pressure unk). Procedure was completed with competitor's prod (gateway/bsj). There was no pt injury. This prod will be returned for eval and testing. Add'l info will be sent within 30 day upon receipt.

Event description:
Balloon rupture. Is not on file for text copy. Enter text.